Event description:
It was reported that during a sleeve gastrectomy procedure, the device broke. Another like device was used to complete the procedure. There were no adverse consequences for the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.